Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6)) identified that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated the recharger won't charge when on the charging dock. Patient stated this issue started about over a month ago. Patient confirmed the green light was on the dock when plugged into power source. Once patient put recharger on dock, patient reported scrolling battery lights. Patient tried turning on recharger but recharger was unresponsive. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department. Additional information was received from the patient on 2024-jan-23. Patient called back and reiterated that the recharger was not working and kept blinking and reported they never received their replacement. In checking the tracking number, patient services saw it was returned to sender. Patient services confirmed patient's shipping address and phone number and re-sent the request to repair. Patient may call back to check on status of shipment.